Manufacturer narrative:
Correction to h10 and olympus results of third-party culture; olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: gram-positive bacteria. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all channels) tested positive with the following: sampling date: (B)(6), 2023 klebsiella oxytoca 39 cfu/100ml/endoscope. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of 1cfu/100 ml and 1cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. Device inspection found the bending section rubber failed inspection. Bending section insertion part found with a-rubber glue separated. Universal cord found with wrinkle. Housing (connector/plug unit) noted to be damaged. Customer cds checklist was not provided. Follow up has been made for this information , to date , no response is received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up (cleaning, disinfection, and sterilization (cds). Communication with the customer provided no information/no answers were provided on the relevant information of hygiene microbiological investigation (hmi) result at the customer site. Customer only noted no patient infection, noted that there have been no deviations or deficiencies or concerns in reprocessing and noted (checked marked) that the cds checklist had been completed. No other information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.